Event description:
Hernia surgery repair with atrium cqur mesh tenth day post op infection. Infections led to deep sinus tract at surgery site. Went to a wound care center three days a week for eleven months finally on (B)(6) 2013, a surgeon finally removed the hernia mesh. It was infected with klebsiella. I had a large hole in the umbilical area three weeks post op which I had to insert large wet to dry dressings. Lots of pain, limited activity for several months post surgery. Still not able to lift heavy objects.